Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of complaint trend for previous 12 months was performed and there is no indication of complaint trend based on this review.

Event description:
It was reported that patient skin has become red and blister/skin breakdown under mass/border. There were no signs of bleeding where the white collar touches the skin at the bottom of the flange. The rest of the area appears to be fine. Patient outcome was not reported.